Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
The blood glucose values were reported as being over 400 mg/dl and harm code were added for diabetic ketoacidosis and gastritis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to gastroparalyses on (B)(6) 2018 with unknown blood glucose level. The customer was treated with fluids intravenous, insulin in the hospital. The customer was declined to perform carelink upload. The insulin pump will not be returned for analysis.